Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The complaint received states that during use the deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330 / c17020) had conformability issues during positioning. As per the doctor the coil was not taking shape in the aneurysm. There was no report of injury for the patient. The complaint device did not kink/bent prior to the reported event. The concomitant devices did not kink/bent prior to the reported event. There were no noted damages to the complaint device when it was removed from the patient. An adequate flush was maintained throughout the procedure. An unknown sl-10 microcatheter was used. Unknown presidio coils were used with the same microcatheter prior to the event. Unknown deltapaq coils were successfully used with the same microcatheter after the reported event. Only the complaint device was removed because to the event. This was an ica aneurysm, no characteristics were reported. No other information is available.

Manufacturer narrative:
The complaint received states that during use the deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330 / c17020) had conformability issues during positioning. As per the doctor the coil was not taking shape in the aneurysm. The complaint device did not kink/bent prior to the reported event. The concomitant devices did not kink/bent prior to the reported event. There were no noted damages to the complaint device when it was removed from the patient. An adequate flush was maintained throughout the procedure. An unknown sl-10 microcatheter was used. Unknown presidio coils were used with the same microcatheter prior to the event. Unknown deltapaq coils were successfully used with the same microcatheter after the reported event. Only the complaint device was removed because to the event. This was an ica aneurysm, no characteristics were reported. There was no report of injury for the patient. No other information is available. The coil was returned undamaged. The coil¿s socket ring was found to have been pushed and lodged down under the outer sheath. Located 14.5 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. Located at the protrusion site and on the remainder of the sheath no mechanical sheath damage resulting in an opened skive was found. The most likely contributing factor to the coils inability to take shape inside the aneurysm may have been due to the coils already dwelling inside the aneurysm which may have prevented this size of coil from being able to break over and fully enter the aneurysm. The evidence supports this statement; from the core wire protrusion out of the sheath to the coil¿s socket ring being pushed down under the outer sheath. Distal interference from the coils inside the aneurysm may have prevented the complaint coil from fully entering the aneurysm and conforming. In addition, without the return of the sl-10 microcatheter and the sequence of the size of coils used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The most likely contributing factor to the coils inability to take shape inside the aneurysm may have been due to the coils already dwelling inside the aneurysm which may have prevented this size of coil from being able to break over and fully enter the aneurysm. The evidence supports this statement; from the core wire protrusion out of the sheath to the coil¿s socket ring being pushed down under the outer sheath. Distal interference from the coils inside the aneurysm may have prevented the complaint coil from fully entering the aneurysm and conforming. One hundred percent inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported event. Concomitant medical product: unknown sl-10 microcatheter.

Manufacturer narrative:
Updated for packaging complaint: the complaint received states that during use the deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330 / c17020) had conformability issues during positioning. As per the doctor the coil was not taking shape in the aneurysm. The complaint device did not kink/bent prior to the reported event. The concomitant devices did not kink/bent prior to the reported event. There were no noted damages to the complaint device when it was removed from the patient. An adequate flush was maintained throughout the procedure. An unknown sl-10 microcatheter was used. Unknown presidio coils were used with the same microcatheter prior to the event. Unknown deltapaq coils were successfully used with the same microcatheter after the reported event. Only the complaint device was removed because to the event. This was an ica aneurysm, no characteristics were reported. Update: packaging damages were noted on product arrival to facility: moldy, wet and smashed. There was no report of injury for the patient. The coil was returned undamaged. The coil¿s socket ring was found to have been pushed and lodged down under the outer sheath. Located 14.5 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. Located at the protrusion site and on the remainder of the sheath no mechanical sheath damage resulting in an opened skive was found. The most likely contributing factor to the coils inability to take shape inside the aneurysm may have been due to the coils already dwelling inside the aneurysm which may have prevented this size of coil from being able to break over and fully enter the aneurysm. The evidence supports this statement; from the core wire protrusion out of the sheath to the coil¿s socket ring being pushed down under the outer sheath. Distal interference from the coils inside the aneurysm may have prevented the complaint coil from fully entering the aneurysm and conforming. In addition, without the return of the sl-10 microcatheter and the sequence of the size of coils used in the procedure, it cannot be determined if these components contributed to the complaint event. The box was returned damaged with a moldy smell and moisture damage. The box is compressed from stacked weight applied horizontally. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The most likely contributing factor to the coils inability to take shape inside the aneurysm may have been due to the coils already dwelling inside the aneurysm which may have prevented this size of coil from being able to break over and fully enter the aneurysm. The evidence supports this statement; from the core wire protrusion out of the sheath to the coil¿s socket ring being pushed down under the outer sheath. Distal interference from the coils inside the aneurysm may have prevented the complaint coil from fully entering the aneurysm and conforming. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported event. Review of the information regarding the packaging damage suggests that handling during transport may have contributed to the noted damages.

Manufacturer narrative:
Packaging damages noted: moldy, wet, crushed. (B)(4). Additional information will be submitted with in 30 days of receipt.